Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r waves. It was also reported that the right atrial (ra) lead exhibited over-sensing, far field r waves (ffrw) and noise. It was further reported by the patient that they had syncopal episodes and complained about faulty leads and the integrity of the leads was going bad. They also reported that they usually have bradycardia and hypertension and they assumed it was due to the issues with the leads. The rv lead, the ra lead and the implantable pulse generator (ipg) were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated the proximal conductor of the lead developed a fracture at the first rib/ clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.